Manufacturer narrative:
Suspect medical device: information references the main component of the system and other applicable components are: product ID 3889-28 lot# v121978 serial# implanted: (B)(6) 2008. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller sees pieces of leads in sacral area per xray done (B)(6) 2021. Unknown timing and reason for the ins and leads being removed. Tss reviewed that original system was head-only eligible. Tss reviewed that full body MRI not supported by interstim guidelines. Pt last saw listed follow up hcp (urologist) on (B)(6) 2022. Tx'd to pump to discuss MRI.  No further complications were reported/anticipated at this time.